Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system has exhibited a gradual increase in shock impedance measurements that triggered an alert. The ICD had reported to be beeping. Technical services (ts) was consulted and recommended reprogramming and testing options. This ICD system remains in service. No adverse patient effects were reported. Additional information was received and defibrillation threshold (dft) test was performed. Within range measurements were obtained. This ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system has exhibited a gradual increase in shock impedance measurements that triggered an alert. The ICD had reported to be beeping. Technical services (ts) was consulted and recommended reprogramming and testing options. This ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system has exhibited a gradual increase in shock impedance measurements that triggered an alert. The ICD had reported to be beeping. Technical services (ts) was consulted and recommended reprogramming and testing options. This ICD system remains in service. No adverse patient effects were reported. Additional information was received and defibrillation threshold (dft) test was performed. Within range measurements were obtained. This ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected report type. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system has exhibited a gradual increase in shock impedance measurements that triggered an alert. The ICD had reported to be beeping. Technical services (ts) was consulted and recommended reprogramming and testing options. This ICD system remains in service. No adverse patient effects were reported. Additional information was received and defibrillation threshold (dft) test was performed. Within range measurements were obtained. This ICD system remains in service. No additional adverse patient effects were reported. Additional information was received and code 1005 indicative of an open circuit condition during shock delivery was recorded. The patient was admitted to the hospital. This ICD system has been explanted and replaced. No additional adverse patient effects were reported. This product has not been returned for analysis.